Event description:
It was reported the pt rec'd an sjm epic valve. An intraoperative echo was taken and everything appeared fine. At discharge, another echo was performed and revealed evidence of insufficiency. It was decided to remove the valve and another MFR's tissue valve was implanted. At explant, there appeared to be a hole in one leaflet. The pt was reported to be recovering without problems. Add'l info has been requested.